Event description:
Reporter indicated a vns pt was having increased seizures and that the pt has had high lead impedance since 2005. The vns was disabled in 2005 due to the high lead impedance. Vns generator and lead surgery is planned. Attempts for additional info are in progress.

Manufacturer narrative:
Device failure is suspected.